Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hyperglycemia with a blood glucose of 500 mg/dl confirmed by fingerstick after a recent infusion set change, reduced to 300 mg/dl following an external insulin injection, and ems evaluated without intervention. Symptoms included hyperglycemia. Outcomes included the need for ems assessment and in-field evaluation without transport. Investigation included troubleshooting and user education regarding site rotation and infusion set management. Investigation of this case revealed likely infusion site or absorption issue associated with repeated use of the same site, with no device alarms reported and the user counseled to change the site when in doubt and rotate locations. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.